Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an bmc transseptal sheath was selected for ablation. During preparation, the side port of the stopcock broke off at the connection to the tubing. Thus, a new bmc transseptal sheath was used, and the procedure was completed successfully. No patient complication was reported. The device is not returning for analysis (disposed). No other issues were noted.